Event description:
The nurse reported the system screen went black during set up. The nurse called the company technical support specialist and while she was troubleshooting the system displayed several system messages. One case was cancelled. There was no patient harm reported.

Manufacturer narrative:
The company service representative examined the system and confirmed the problems reported. The host module was replaced and returned for in house testing. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional information becomes available.